Event description:
User states he had about 7 pt samples with high ise results. He could not provide specific initial or repeat results, but states the erroneous results were not reported out. User stated some of the initial potassium results were flagged as critical and provided the criteria of greater than 6.0 mmol per l. The repeat results were in the normal range of 3.4 - 4.7 mmol per l.

Manufacturer narrative:
The user noted the ise mixtower had a colt in it. They replaced the mixtower, and have had no further problems with ise results.